Event description:
It was reported that a loss of telemetry monitoring occurred for up to 16 patients for approx 10 minutes due to a presumed hardware failure. The pt's were moved to alternate telemetry monitoring until the hardware could be repaired. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
(B)(4). There were 3 incidents on 3 different units with each having a separate form 3500a.